Event description:
The system 5 sagittal saw was sent for evaluation because the screw has come out of the back of the device. No further info has been provided by the customer.

Manufacturer narrative:
Failure analysis is in progress; additional info will be submitted once the quality investigation is completed.